Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. On site investigation was preformed and suggested that the reported event was caused by the navigation system's staff monitor, monitor cable and mount. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure due to a loose connector. Analysis of the returned monitor cable and mount could not confirm any failure as they both operated as intended and without issues. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a cranial shunt procedure, and at the end of the procedure, the staff monitor went blue, as well as rainbow colors. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.